Manufacturer narrative:
(B)(4). Batch #: u93p3j. Investigation summary the product was returned for evaluation. Visual inspection and functional testing was conducted on the returned device. Visual analysis of the returned sample determined that the el5ml device was received with the tissue stop out of position. Also, the device was noted to have the tip of the advancer bent. The instrument was disassembled, upon disassembly, the advancer was confirmed to be bent and fourteen clips were found inside the clip track. It should be noted that product failure is multifactorial. A possible cause for the condition of bent advancer is actuating the device when the jaws are not clear of the trocar. Actuating the device with the jaws closed may bend the advancer. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse, could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. The tissue stop is out of position due to the condition of the bent advancer. Please reference the instructions for use for more information. As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was also received: two photos were received for review. Upon visual inspection of two photos, the following was observed: the first photo shows a device held by the user, where the indicator window can be seen in a white position and the jaws appear to be in the open position. The second photo shows a ligamax device from the top view and with the trigger in an open position. Based on the photos reviewed, the event described cannot be confirmed. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a cholecystectomy procedure, the nurse opened up the new unit and passed it to surgeon. The unit was not able to fire and no clips were deployed. Surgery was not delayed, surgery was successfully completed, and there was no patient consequence.